Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer requests parts for repairs, implying a malfunction. Additional information is being requested. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Customer asked for parts ((B)(4) heartstart hands-free cable and (B)(4) external paddles - water resistant) so we sent them a quote, which has not been accepted. This company does not provide any other additional information (as they are competitors, repairing our devices) to philips, and no evaluation was performed.

Event description:
It was reported to philips that the customer requests parts for repairs, implying a malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.